Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's display screen was broken. There was no harm or injury reported.